Event description:
The facility is reporting, via facility voluntary medwatch 0502620000-2006-8035, an infusion pump which alarmed and the patient in the oncology ward turned it off. Unable to turn it back on. Nurse removed the IV tubing and was unable to recharge the pump. According to the hospital representative, no patient injury or medical intervention had been reported related to the device. Although requested, no additional information was provided. The medication being infused is unknown.

Manufacturer narrative:
The device has been requested by baxter quality management for evaluation, but has not yet been received. The bio-medical of the facility stated that the pump is working properly after recharging, and the pump was put back in to service. Should the pump be received for evaluation, a follow up report will be filed upon completion of the evaluation or if additional information becomes available.